Event description:
It was reported that the customer experienced low blood glucose (bg) levels of over 18 mg/dl. The cause of the low bg was unknown. The customer became unconscious and was brought to the emergency room (ER) by emergency medical technicians (emts) on (B)(6) 2023 and they were subsequently hospitalized for two days. The customer was unsure of how the hospital resolved their low bg. The customer was released from the hospital on (B)(6) 2023 with permanent memory loss. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.